Event description:
A customer reported that during cataract surgery, the phacoemulsification handpiece and balance tip failed to irrigate, causing an error message and resulting in a wound burn in the patient's right eye. The wound was sutured, and the surgeon has also confirmed hearing occlusion bells. On post-operative day 3, an eye examination revealed corneal edema and minimal induced astigmatism due to the suturing and wound burn. The patient's condition is improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information was updated in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the phacoemulsification handpiece and balance tip failed to irrigate, causing an error message and resulting in a wound burn in the patient's right eye and it was caused phaco handpiece overheating. The wound was sutured, and the surgeon has also confirmed hearing occlusion bells. On post-operative day 3, an eye examination revealed corneal edema and minimal induced astigmatism due to the suturing and wound burn. The patient's condition is improving.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The images was attached to the file was reviewed by the manufacturing site. Images show a handpiece and a tray with reported lot number. Reported issue cannot be confirmed from images. A sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery, the phacoemulsification handpiece and balance tip failed to irrigate, causing an error message and resulting in a wound burn in the patient's right eye and it was caused phaco handpiece overheating. The wound was sutured, and the surgeon has also confirmed hearing occlusion bells. On post-operative day 3, an eye examination revealed corneal edema and minimal induced astigmatism due to the suturing and wound burn. The patient's condition is improving.